Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that there was a crack in the screen and their ilet was unresponsive to touch. A replacement device was sent to the user. No symptoms were reported, and no medical intervention was required.